Event description:
It was reported that a temperature alarm occurred while the battery was charging. Customer cleared the alarm to address the issue. Additionally, it was reported that a malfunction alarm occurred and that multiple cartridge alarms occurred during insulin delivery with multiple cartridges. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 149 mg/dl.